Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is possible that the patient's bone condition contributed to the event. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2017-10105

Event description:
The sales rep reported via phone call that the customer reported a revision. The original rotator cuff procedure was completed on (B)(6) 2016 using a versalock peek with orthocord and 5.5 healix advance w/ permacord peek. Customer then had a revision on (B)(6) 2017. The patient was in physical therapy and heard a pop, had extreme pain. Dr stated he blew out anchors due to bone breaking in between anchors, poor bone quality. The revision removed devices, no new implants due to a 15mm gap/void in bone which was corrected with osteo productive chips and or putty. The sales rep was no present for the revision but reported there were no adverse patient consequences or delays. The devices will not be returned as they were discarded by the facility. The sales rep stated this is a lop case (letter of protection).